Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red rash under the back left therapy electrode. Patient reported that it was very itchy. The patient was instructed to apply hydro cortisone to the area by a physician. Follow up indicated irritation has improved and does not itchy anymore.